Manufacturer narrative:
According to the customer, on (B)(6) 2025, during a procedure using an inflation device kit in combination with a sapphire balloon, the device's internal gauge was found to be bent which resulted in the inability to accurately measure the atmospheric pressure during balloon inflation. According to the customer the balloon was unintentionally inflated beyond 10 atm and ruptured while inside the coronary artery. The customer said that the patient experienced no complications from the balloon rupture. The customer reported there was no serious injury, medical intervention, or follow-up care required related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2025, during a procedure using an inflation device kit in combination with a sapphire balloon, the device's internal gauge was found to be bent which resulted in the inability to accurately measure the atmospheric pressure during balloon inflation. According to the customer the balloon was unintentionally inflated beyond 10 atm and ruptured while inside the coronary artery.

Manufacturer narrative:
Update to d9: is this device available for evaluation? Update to h3: device evaluated by manufacturer? Update to h6: investigating finding (b). Update to h6: investigation findings (c). Update to h6: investigation conclusions (d).